Event description:
Through follow up with the health care provider, it was learned this patient was discharged on (B)(6) 2014. It was also noted in the operative report that this patient has a history of diabetes, hypertension and chronic renal failure which are all contributing factors to stenosis of a bioprosthetic device. The response indicated this was not due to a device malfunction. At the time of the explant procedure, this patient was also diagnosed with high gradient under tee. The tee was not provided. The surgeon noted calcification of the pericardial leaflets. Her original 21mm valve, after debridement, was replaced with a 23mm valve with much less gradient and better flow. It was noted the patient does appear to have severe lvh. The patient was hemodynamically stable at the completion of the surgery. No other information has been made available.

Event description:
Edwards received information that a 3000tfx 21mm bioprosthetic aortic valve, implanted approximately eight (8) years and nine (9) months, was explanted due to aortic valve stenosis. The explanted device was replaced with a 3300tfx 25mm. There were no complications reported.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic regurgitation and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.